Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non functional ecgs) has been confirmed. Upon investigation the electrode belt ECG "a&b" cable to the front therapy electrode was cut between ECG "b" and the distribution node, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non functional ecgs.